Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence? If yes: please explain the consequence ? How was the patient consequence resolved? How was the procedure completed? What type of procedure were they performing?

Event description:
It was reported that during an unknown procedure, partial and irregular stapling. When firing, the stapler did not section the mucosa and the hemorrhoid, made partial and irregular stapling, occurring impact of the device in the anal canal. The staples did not close properly and when removing the stapler, it did not cut all the circumference.

Manufacturer narrative:
(B)(4). Batch # p5850e. The analysis results found that the pph03 device arrived with no apparent damage without staples present and with no breakaway washer present. In addition, accessories were received. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.